Event description:
Second revision surgery - due to interior knee pain; the patella was inset too far. (B)(4).

Manufacturer narrative:
The reason for this revision surgery was interior knee pain after 3.8 years of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. A review of the product complaint report history showed there has been 1 prior complaint for pain against this part number. This is the first complaint from this lot. The complaint sates the patella was inset too far. No information was provided that definitively described the root cause or reason of the joint pain. There are no indications of a product or process issue affecting implant safety or effectiveness.